Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient scheduled to undergo aortic valvuloplasty was implanted with an impella 2.5 device for mechanical circulatory support. It was reported that after a successful insertion of the impella 2.5, there was a pump stop with a high motor current alarm which resolved after restarting and repositioning the device. The patient remained on impella support and was successfully weaned.